Event description:
It was reported the sys failed to generate x-rays. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced and the x-ray controller connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.